Manufacturer narrative:
The field service tech removed and replaced the power cord. The unit passed all safety tests and was returned to service.

Event description:
It was reported that the power cord on the rover was melted. The field service repair tech confirmed that there were wires exposed. There were no adverse consequences reported.